Event description:
The patient (B)(6) received an scs system including a lead extension on (B)(6) 2010. It was reported that the patient suffered a fall and since the incident lost stimulation. A diagnostic test revealed low impedance readings for several lead contacts. Surgical intervention was undertaken on (B)(6) 2010 to address this issue. During the procedure, it was observed that the lead extension was bent and when tested intraoperatively in conjunction with the patient's lead, impedance issues were noted. As such, the lead extension was replaced. The patient's lead was also repositioned, and effective therapy was captured as a result. No further patient complications were reported. The explanted extension was discarded by the medical facility. (Reference MFR. Report # 1627487-2010-03176 for related reports.)

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.